Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal and buckled upstream occlusion seal. Review of the event history log (ehl) showed a cassette not properly attached alarm. A functional test was performed the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion seal, bezel, upstream seal, and motor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the occlusion test. There was no patient involvement, no patient injury was reported.